Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy procedure, the device stopped firing, resulting to incomplete staple line distally. They then used another device to resolve the issue. There was no patient injury.